Event description:
The patient stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. As a result, insulin leaked from the cartridge into the cartridge compartment of the infusion device. She described the volume of insulin that leaked into the compartment as "a little bit of insulin." During troubleshooting with a company representative, the plunger was detached from the piston rod. She was advised regarding the steps to change her insulin cartridge described in product labeling. The insulin was removed from the cartridge compartment. She replaced her insulin cartridge and primed the infusion set following the steps in product labeling. She then returned the infusion device to use. During follow up, the patient conveyed that the infusion device was functioning correctly. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.